Event description:
It was reported that: "acetabular component grossly loose at revision, minimal metal staining around screws. Two of 3 screws still stable at revision marked moderate inflammatory lining behind cup at revision, no bony in-growth noted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.